Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: when the nurse was preparing to replace the butterfly needle of the infusion port for the patient, it was found that there was obvious gray stains in the non-opened septum needleless closed infusion connector, so she immediately stopped using the separable needleless closed infusion connector and replaced another one clean and stain-free separation membrane needle-free closed infusion connector, and immediately report to the department director, chief nurse, department medical device management specialist, and department equipment management specialist to check the same batch of separation membrane needle-free closed infusion connector immediately. It was found that the needle-free closed infusion connector of the same batch of separation membrane was smudged.